Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed no power and was observed to smell smoke. A boston scientific company representative opted to replace the communicator. No adverse patient effects were reported. The communicator was no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the allegation was not confirmed. Analysis found no evidence of device anomaly outside the bounds of normal medical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed no power and was observed to smell smoke. A boston scientific company representative opted to replace the communicator. No adverse patient effects were reported. The communicator was no longer in service.